Event description:
It was reported that during a gastric bypass, the instruments locked up when cutting through the tissue. There was no consequence to the pt.

Manufacturer narrative:
The analysis results found that devices (a), (c), and (f) were returned in good condition. The devices were tested and were functional. There were no anomalies noted with the functionality of the devices. It could not be determined why the devices reportedly malfunctioned. The reported incident could not be recreated nor comfirmed. The analysis results confirmed that devices (d) and (e) were returned with the distal tip of the blades broken off and missing. The remainder parts of the blades were noted to have nicks and gouges. The identified blade damages may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.